Event description:
It was reported that the display screen on the insulin pump is shattered. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, scratched lcd window, and cracked reservoir tube lip.